Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should further pertinent information be provided.

Event description:
It was reported that nine days after implant, this right ventricular (rv) lead was explanted as it was involved in a perforation in an unknown location, which was confirmed via x-ray. Pacing inhibition, loss of capture and high impedance were also identified. A new lead of the same model was successfully implanted. No additional adverse patient effects were reported. The product was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned with the helix mechanism in a retracted position. Visual inspection found dried blood/body fluid in helix housing and tissue entwined in the helix. Deformed conductor coils near the terminal pin and cuts in the suture sleeve were noted, likely due to handling at explant, but no abnormalities were identified. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. A stylet insertion test was performed and passed without problems, indicating no blockage in the lumen. No lead issues were noted that would have resulted in an increased risk of perforation; however, perforation is a known inherent risk of intravenous lead implantation. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that nine days after implant, this right ventricular (rv) lead was explanted as it was involved in a perforation in an unknown location, which was confirmed via x-ray. Pacing inhibition, loss of capture and high impedance were also identified. A new lead of the same model was successfully implanted. No additional adverse patient effects were reported. The product was received for analysis.